Manufacturer narrative:
Product ID 3093-28, lot# va04h0k, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient was in to see the healthcare provider (hcp) a ¿couple weeks¿ after implant. At that time the hcp shocked the patient with the clinician programmer. The patient was also getting a zapping sensation in her bottom area ¿a couple of weeks ago.¿ additional information was requested, but was not available as of the date of this report.